Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device. The following day, the vad coordinator called the MFR reporting that two hours after the pt was implanted with the lvad, the system controller alarmed with a yellow wrench and the message "not receiving data" was displayed on the system monitor screen. The vad coordinator changed out the system controller with a back up controller and no further alarms or problems were noted. The hosp is sending the suspected controller to the MFR for analysis. Pt remains on lvad support while awaiting a heart transplant.